Manufacturer narrative:
An initial report is being submitted for device evaluation. Concomitant medical products: 693558 lead, 459878 lead, 5076-52 lead, g138 competitor crdm: (B)(6) 2018. Product event summary: the controller was returned for evaluation. No allegation was reported against the controller therefore, the purpose of this analysis is solely to evaluate the performance of the returned device against current manufacturing/design specifications. Failure analysis of the returned controller revealed that the device passed visual inspection and functional testing. Log file analysis revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Log file analysis of the last fourteen days of available data revealed two premature power switching events that were due to momentary disconnections. Analysis of the alarm log file revealed ten low flow alarms that have been logged within the analyzed period. Additionally, analysis of the alarm log file revealed one vad disconnect alarm logged on 24/mar/2020 at 17:17:48, indicating a physical disconnection of the driveline from the controller. A power source lubrication procedure had been performed on associated batteries in accordance with the requirements under fsca cvg-18-q4-19 on (B)(6) 2019. Based on the available information, the most likely root cause of the premature power switching event after lubrication can be attributed to momentary disconnections due to temporary corrosion of the controller-port/power-source pins. Based on the risk documentation, possible causes of the low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
A controller was returned to the manufacturer and subsequently tested out of specification during manufacturer¿s analysis. No patient complications have been reported as a result of this event.